Manufacturer narrative:
A ge rep evaluated the system and replaced the video controller board. System operates as intended.

Event description:
The customer reported there is a white bar displayed diagonally on screen with gray and white colors around it, and the system will not produce x-rays. No pt injury was reported.